Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: sw requirement doc. After conducting a thorough investigation, we found that when the app attempts to read the device information a standard gatt service used to fetch basic details such as the manufacturer name and model number it encounters an issue. The pump is not advertising the device information, which is a crucial requirement for completing the pairing process. As a result, since the system cannot retrieve the necessary device information, the pairing ultimately fails. Issue was confirmed. Recommendation steps: please try this steps on the pump side, remove the battery from the pump, reboot the pump by long pressing the back button until the screen turns off (this will take 20 seconds), turn the pump back on. Try these steps on the mobile device. Advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data. Settings, general management, reset, reset network settings (this will also reset bt settings), reset settings. Uninstall app, restart phone, turn bluetooth off then on, reinstall app. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.